Manufacturer narrative:
The device was returned for analysis. The device returned with the balloon deflated and with blood residue visible in the inflation lumen. Initial negative purge did not identify a leak most likely due to the presence of blood or hardened contrast it the inflation lumen. Soaking and post pressurisation of the balloon and repeat negative purge confirmed the leak/burst. Upon pressurisation of the device, a leak was observed on the balloon. Upon visual inspection, a short longitudinal tear was observed on the balloon, starting at the midpoint of the balloon to the distal cone. Damage was evident to the balloon material, proximal to the tear. The proximal end of the tear there had a jagged edge on the balloon material. Stretching was evident to the balloon bond. Deformation was evident to the distal tip.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to pre-dilate a severely calcified, moderately tortuous lad lesion. It was reported that no damage was noted to the device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure, no resistance was encountered while advancing the device and no excessive force used. It was reported that at nominal pressure, the balloon ruptured on the 2nd inflation. There was a gradual drop in pressure. The balloon was re-positioned prior to the burst. No patient injury reported. The procedure was completed with an nc euphora of the same size.